Event description:
Provider states, the end user is a heavy user and physically abusive with the chair. Provider states missing springs from the swingarms.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.